Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - miscellaneous (other): s2d file (B)(4) provided did not match with event device/lead configuration, s2d analysis not possible to perform.

Event description:
It was reported that during an unrelated event, the left ventricular(lv) lead showed high impedance. The device detections were turned off and the lv pacing was turned off. The lv lead remain implanted. No patient complications have been reported as result of this event.